Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in attempting to reset the pump; however, the malfunction recurred, leading to a decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was instructed on returning the malfunctioning pump.